Event description:
It was reported that: "a left total hip revision due to pain."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.